Event description:
It was reported that the several catheters had an issue. It was stated that the catheter had a hole in it. Per follow up made on 31mar2021, picture sample was provided, and it showed the hole in catheter and unable to saw the hole with naked eye. Per additional information received on 28may2021, customer had same hole issue with the same lot number. Another catheter was used to finish the case. It was also stated that 5 more catheters (unused) were affected from that lot.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "damage core pin or insert / hit insert against the mold or the table". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the several catheters had an issue. It was stated that the catheter had a hole in it. Per follow up made on 31mar2021, picture sample was provided and it showed the hole in catheter and unable to saw the hole with naked eye. Per additional information received on 28may2021, customer had same hole issue with the same lot number. Another catheter was used to finish the case. Also stated that 5 more catheters (unused) were affected from that lot.